Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue of a broken cable. Visual inspection revealed the instrument had a broken pitch cable. The broken pitch cable segment containing the crimp was still installed in the clevis. Additional findings not reported by the customer: the instrument was found to have multiple input disks broken. Input disks #5 and #6 were found completely detached from the base of the housing. The instrument had stripped epoxy coating layer on the main tube which resulted in the fiberglass layer underneath the epoxy layer to be exposed. The probable cause of the stripped epoxy coating is due to mishandling/misuse, such as incorrect chemical concentrations during reprocessing. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the prograsp forceps instrument was noted to have a broken cable. The procedure was completed with no reported injury.